Event description:
Embolization coil was placed and deployed. Coil did not release from pusher wire. Multiple attempts to deploy and secondary deployment failed. Long tail of coil hanging from aneurysm to parent vessel. Doctor was able to get the coil to deploy inside delivery catheter, but it would not pack back into aneurysm. Ultimately, doctor had to place a stent, to cage the piece of coil and open the artery. Aggrastat drug also had to be started because of the stent being placed.